Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported that she suddenly had a dark spot in both her eyes following cataract surgery with an intraocular lens (iol) implant procedure and that, during the examination, it was observed that it came out that it had come loose. Per the physician, it happens more often. Multiple follow-up attempts were performed to obtain the additional information pertinent to the reported complaint, however, no response has been received to date. This report corresponds to the general statement of the physician "it happens more often".